Event description:
The pt (unk demographics) underwent coil embolization assisted with an enterprise stent procedure to treat an aneurysm in the (mca) middle cerebral artery. The stent was fully flushed with continuous flushing. (Mc) microcatheter was cordis prowler select plus. The physician felt strong friction during advancing the enterprise through prowler select plus mc. Therefore, the mc and enterprise delivery system were pulled out simultaneously (as a unit). On the operating table, the physician tried to advance enterprise, but strong friction between enterprise and prowler select plus mc. Another enterprise and same mc (prowler select plus was used. The case finished perfectly with second enterprise system. Additional info indicated that all the products were prepped, per (IFU) instructions for use guidelines. During prep, no damages were noted on the microcatheter or enterprise delivery system. During loading of the enterprise, the introducer was fully seated in the hub and advance smoothly, and no issues were noted the hub. The resistance occurred at the hub or the microcatheter shaft. The microcatheter was not re-shaped, and a constant and dedicated flush was maintained at all times through both microcatheter. No resistance was noted between the (gw) guidewire and the mc. No kinks in the mc were noted that might have contributed to the event. The microcatheters was placed at an acute angle. Constant fluoroscopy was performed during insertion of the enterprise stent. The microcatheter was already in place, and the enterprise was advanced to the site. After the first enterprise was removed, no damages were noticed of the delivery system (tip-unraveled/stretches, kink or bend), delivery system, stent, or introducer. No further info was available.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received. Additional info will be submitted within 30 days of receipt.